Event description:
Have not been able to remove it tampon - vagina [foreign body in reproductive tract] have not been able to remove tampon [complication of device removal] had sex with tampon inside vagina [device use issue] case narrative: consumer reported via social media that she is unable to remove the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.